Event description:
The physician attempted to place a biodivysio oc 3.0 x 15mm stent in the mid section of a saphenous vein graft to the left anterior descending artery. The vessel was reported to be 3.0mm in size, 95% stenosed and moderately tortuous. Predilation was performed. It was reported that a filter wire and a buddy wire were introduced via the guiding catheter and positioned distal to the saphenous vein graft lesion. The first biodivysio stent was delivered over the filter wire and deployed without any problems. When the physician attempted to advance another biodivysio stent over the filter wire, resistance was encountered and the device could not be advanced or retracted. Fluoroscopy was used to locate the stent, which was identified at the level of the pt's umbilicus. When the physician made another attempt to remove the stent delivery system, it was reported that the delivery system came out; however, the stent was missing off the balloon. Since the stent was loose in the guiding catheter, the physician removed the guiding catheter and the two wires as one unit. When the filter wire was removed from the guiding catheter, the stent was crimped and attached to the filter. The procedure was completed with the placement of another manufacturer's stent. It was reported that the pt was stable throughout the procedure. There were no reported adverse pt sequelae.